Event description:
Boston scientific received information that this left ventricular pacing lead exhibited loss of capture. The lead was capped and not replaced. No adverse patient effects were reported.

Manufacturer narrative:
Results: review and confirmation of mfg records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or patient condition.